Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. The device was removed, and the procedure was completed with a wolverine balloon. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.